Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of stent migrated. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. Reportedly, the patient's won contained 50% necrosis, and the patient underwent necrosectomy procedures on (B)(6) 2016. According to the complainant, during the planned necrosectomy procedure on (B)(6) 2016, it was noted that the stent had migrated into the patient's stomach. The stent was removed from the patient with forceps. It was reported that the patient's won had not resolved at the time of the migration. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. Reportedly, the patient's won contained 50% necrosis, and the patient underwent necrosectomy procedures on (B)(6) 2016. According to the complainant, during the planned necrosectomy procedure on (B)(6) 2016, it was noted that the stent had migrated into the patient's stomach. The stent was removed from the patient with forceps. It was reported that the patient's won had not resolved at the time of the migration. Additional information received on july 17, 2017: reportedly, the patient had a plastic pigtail stent placed within the lumen of the axios stent. The patient also underwent percutaneous drainage and percutaneous necrosectomy in combination with the axios stent. The patient underwent 5 direct endoscopic necrosectomies (den). See above for the dates of four of these procedures. The fifth date is unknown. The axios stent procedure was deemed technically successful and therapy of won was deemed an endoscopic clinical success. However, it was also reported that the patient underwent surgery due to failed endotherapy. The patient had a long term clinical stay after operation. The patent developed "compartment s." And a coecalfistula. A revision operation was performed and the patient had a 6 month stay in the clinic. The patient's current clinical status is fine. The drainage was removed and the fistula of the coecum closed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.